Event description:
It was reported that the patient experienced physical discomfort with right ventricular (rv) lead pacing. This required surgical repositioning of the lead. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the patient experienced physical discomfort with right ventricular (rv) lead pacing. This required surgical repositioning of the lead. No additional adverse patient effects were reported. The device remains in service. Additional information was received via additional phone call from patient. It was reported that the patient initially experienced the reported symptoms during device check and the days following noting it felt like dynamite going off in their chest. The patient saw the cardiologist who performed a chest x-ray and observed the lead had perforated the heart muscle due to thin anatomy. The physician decided to reposition the lead, but the patient reportedly experienced the same physical discomfort. The doctor reprogrammed the device. Patient reported having atrial fibrillation (af). This rv lead remains in service. No additional adverse patient effects were reported.